Event description:
A peritoneal dialysis (pd) nurse contacted (B)(6) customer service to report that a pd patient was temporarily performing hemodialysis (hd) therapy due to a pd catheter malfunction. Additional details were revealed upon follow-up with the nurse. The nurse confirmed the patient was experiencing issues with their pd catheter (not a (B)(6) device) and has transitioned to hd therapy for renal replacement needs. The nurse was told that the patient's pd catheter was not working properly, either due to malposition or fibrin. The nurse could not confirm if the patient's pd catheter was removed, but they had to go to the hospital to have it addressed. Based on the patient's transition to hd, the nurse presumed it was removed there. The nurse confirmed there were no issues with the patient's liberty select cycler or any other (B)(6) product(s) or device(s) used for pd therapy. Per the nurse, the pd catheter issues experienced by this patient and their subsequent transition to hd therapy was not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).